Event description:
10/30/96 pt admitted for treatment of urinary obstruction secondary to the prostate cancer. 11/2/96 pt became short of breath after activity and developed redness and swelling involving lower right leg. 11/3/96 venous doppler studies of both legs revealed findings suggestive of a thrombosis involving the femoral and popliteal veins on the right. 11/4/96 inferior vena cavagram revealed evidence of a 3-4 cm thrombus involving the infrarenal section of the inferior vena cava with a lack of contrast secretion from the right kidney suggesting a possible thrombus in the right renal vein. Dr placed a filter in the suprarenal position. The filter appears to have only partially expanded.